Event description:
Hosp personnel responded to a pt described as in cardiac arrest with "do not resuscitate" (dnr) orders. The pt was connected to the device and the defibrillator charged but, according to the rptr, the device would not reach full charge or transfer energy to the pt. The pt was not resuscitated. The rptr indicated the rpt'd malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending clinician's assessment of the pt viability.